Event description:
The manufacturer received information alleging a device failed a verification test for the active exhalation valve. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer¿s complaint was confirmed. The device's active exhalation solenoid valve will need to be replaced to address the issue.